Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of post-paced t- wave oversensing that resulted in automatic mode switch on the device. The device was reprogrammed to resolve the event and the patient was stable.